Event description:
A malfunction was reported on the pump by the caller, identified by the code malf 9 and fault ID 0x20f1. There was no adverse impact to the customer's blood glucose level, as it was reported not to exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller in resetting it. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump and to call back if issues reoccurred.